Event description:
During a procedure smoke was noted to be coming from the ep-4 touchscreen computer. The device was power off and unplugged to resolve the issue. The procedure was completed with another device. There were no adverse consequences to the patient or staff.

Manufacturer narrative:
One ep-workmate¿ and workmate¿ claris¿ ep-4¿ touchscreen computer was received for analysis. Visual inspection of the returned touchscreen pc indicated all I/o connectors and labels are free of physical damage. It was also verified all external hardware was secured and no physical damage was observed on the display panel or the exterior casing. Inspection of the internal components revealed a melted power cable connector at the hard disk drive due to excessive heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the hard disk drive and subsequent melting of the power cable.